Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the device was turned off. "The patient" the device was making noise and the battery had issues. The device remains in the patient. No patient complications have been reported as a result of this event.